Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that approximately 10-11 months ago they fell and at some point after the stimulation started turning on and off. They would get the remote and it showed stimulation off when it was previously on. This happened at random and did not happen all the time. It was confirmed that they did not have cycling in use. An x-ray was done after the fall and they were told that the leads looked fine. The manufacturer representative performed an impedance check and the results were all within normal limits. The coverage had not changed and they were still getting over 50% relief. The patient denied all other complaints at the time of the report. It was asked but unknown if the issue had resolved. No further complications were reported.